Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 1000.2mcg/day) via an implantable infusion pump. Indication for use was intractable spasticity and cerebral palsy. The patient had multiple other medications, including depakote. The patient was admitted to the hospital on (B)(6) 2015 due to a medication reaction unrelated to the infusion system or the drug in the infusion system. At this time, the pump low reservoir alarm had not yet occurred. As of (B)(6) 2015, the empty reservoir alarm had occurred and the pump had run dry as the hcp who refilled the pump did not have privileges to go into the facility to refill it. The patient was not aware of any symptoms due to the pump running dry. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.